Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator was perforated at 13.0¿ proximal to the distal tip. The sheath was also perforated at 12.0¿ proximal to the distal tip. The returned needle/stylet assembly was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device puncture remains unknown.

Event description:
This report is to advise of a device puncture noted during analysis.